Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that approximately five years and seven months following the implant of this transcatheter bioprosthetic valve, into the native valve, aortic stenosis with elevated gradients and a preserved ejection fraction were noted. Mild central aortic regurgitation (ar) between the non-coronary and right coronary cusps and trace paravalvular leak (pvl) were present. The aortic valve peak velocity measured 4 cm/second and peak gradient measured 66 mmhg. The mean gradient measured 42 mmhg. Of note, the average mean gradient was 48 mmhg pre-operation and 16 mmhg one month post-operation. The left ventricular outflow tract velocity time integral (lvot vti) measured 27.2 cm and the valve vti measured 109.8 cm. The dimensionless valve index was 0.25 (25 %). Medication was prescribed. Approximately five years, ten months, and 24 days the transcatheter valve was explanted and replaced with a surgical valve. No additional adverse patient effects were reported.